Event description:
The hcp reported that the pt expired. The pt was hospitalized approximately 3 months prior to expiration with changes in mental status. Urosepsis, hypoxia, hypotension and mild hyperkalemia. The contents of the pump were emptied at that time and the pump was shut off in 2005. Cause of death is unk. A follow-up report will be sent if additional info becomes available to co.